Event description:
Boston scientific received information that during a device replacement procedure, the physician observed a possible setscrew issue during attempts to connect this implantable cardioverter defibrillator (ICD) to the right ventricular (rv) lead. It was noted that while using the connector tool the lead was unable to be locked to the device. Several attempts were made to connect the device and lead, however the lead would not connect during product testing. The decision was made to implant a new device. The device was returned for analysis. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case verified that all device set screws move freely. Also visual inspection of the rv setscrew verified that there were no evidence of any cross-threading or any other type of binding. The setscrew looked pristine. Pin gauge testing, designed to verify proper port dimensions, was completed. Each port measured as expected. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing and sensing functions were tested. The device operated appropriately, according to its performance specifications, with no interruptions in therapy output or programmer communication at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed.